Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa). The 6x150mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated. However, the balloon ruptured during the first inflation at 10 atmospheres (atm). Therefore, the bdc was removed from the patient. Then, a 6x40mm armada 18 bdc was advance to the target lesion and the balloon was inflated. However, the second armada balloon also ruptured at 10 atm during the first inflation. Therefore, the second armada balloon was removed from the patient. Another 6x40mm armada balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.